Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and customer did not report any events leading up to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.